Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03-jul-2019 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump history showed the pump delivering programmed basal rates until deliveries were halted by user at 12:59 pm on (B)(6)2015. No evidence of delivery malfunctions observed. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump wasn't delivering accurately. The reporter reviewed the pump's settings with a customer technical support representative and found that the basal and bolus histories were correct.. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.